Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter is leaking at connection at the connection to the catheter in the distance between 3 to 5 mm. The catheter was replaced and the patient is fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was (B)(4). It was released on (B)(6) 2014. The device history record (DHR) review indicated that there was no quality issues associated with the incident reported. All DHR's are reviewed for accuracy prior to product release. The sample was returned and consisted of one 3.5 fr urethane umbilical catheter, sterile, ce, product code (B)(4) which came inside a generic plastic bag and it presented signs of use. Visual inspection was performed and a hole was found below the strain relief. Additionally an investigation by r+d was performed: a hole in the catheter was found at the base of the luer fitting. The sample returned was subjected to an underwater test, the distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected; they were coming out below the strain relief. Procedures were reviewed in order to identify the possible root causes for this event and the following potential causes were identified: damage during use (inappropriate use of chemical agents/ not following instructions for use (IFU). The IFU warns, exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and continues; do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Based on the sample evaluation, the catheter was being used at the time the leak was detected. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per use that may lead to a tubing tear. Moreover, the hole encountered caused a leak which would be identified during assembly operations as manufacturing performs 100% pressure testing during production. The reported issue was noticed during use.

Event description:
Multiple components are used in the manufacture of this product. Component properties are tested by the suppliers and there are controls in place in the manufacturing site to prevent non-conforming material to be used. The reported issue was confirmed per the sample evaluation; however, there is no evidence to relate this event to manufacturing activities. There is a 100% leak testing applied during the manufacturing process of uvc catheters. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported failure mode. The handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. No further actions are required at this time. The most probable cause could be attributed to damage during use (inappropriate use of chemical agents/ not following instructions for use). While the labeling provides an appropriate warning, labeling cannot prevent clinician from heeding the warning and nor can labeling control use of appropriate measures to use a device according to manufacturer&#38112;instructions for use. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.